Event description:
Surgeon engaged bovie foot pedal for coagulation and received a slight electric shock to hand. Approximately 3-4 inches of the rubber coating on the dissecting instrument split and melted away from metal insturment. This was noticed upon removing the dissecting instrument from the port used during a laparoscopic choleystectomy procedure.